Manufacturer narrative:
The field service engineer was dispatched to the site to evaluate the system and reseated the bushing to resolve the customer's issue. The system has been returned to service with no additional issues reported.

Event description:
The customer reported that the epiq 7c ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue.